Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts. Additional information received on november 08, 2023 : the problem was that the clip could not lock onto the tissue.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h2: additional information received on november 8,2023: block b5 (describe event or problem), block e1 (initial reporter address, initial reporter city and initial reporter zip/post code) and block h6 (device code) block h10: block h6 has been updated based on additional information received on november 8,2023. Additionally, the device was returned with the clip assembly attached. Visual and microscope inspection found no device problems. Functional testing was done and the clip assembly was able to perform the first activation, release the clip assembly and remain attached to the material used to emulate tissue. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) university block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.